Event description:
This follow-up supplemental report #1 is being submitted to advise with additional information received.

Manufacturer narrative:
Internal reference: (B)(4). Block b5: the patient was seen for intravascular ultrasound assessment of the right lower extremity iliac outflow. The right common femoral vein was accessed under ultrasound guidance with a 4fr micropuncture introducer. A hand injection of contrast confirmed intravascular placement. The 4fr introducer catheter was exchanged for an 8fr vascular sheath and diagnostic intravascular ultrasound (ivus). An angioplasty balloon measuring 18 mm in diameter was used for dilation of the stenotic segment prior to placement of an intravascular stent. During balloon inflation the patient complained of severe back pain. The patient was administered an additional 50 g of fentanyl. During the angioplasty, the patient became unresponsive and stopped breathing. A code blue alarm was activated and 911 was immediately called. Another physician in the practice, assisted with resuscitation efforts. The emergency response team arrived and assisted with further resuscitation. The patient was again revived. However, it was very difficult to assess his vitals due to his morbid obesity and agitation. Hand injections of contrast were performed to evaluate for vessel extravasation. No contrast extravasation was identified. A large bore IV (6fr) line was placed under ultrasound-guidance into the left common femoral vein for rapid administration of fluids. A total of 3 liters of ns was administered with a pressure bag during resuscitation. The emergency response team elected to intubate and sedate the patient. Upon completion of this, the patient developed severe bradycardia and further assessment was not possible. The patient was immediately transported to a hospital five minutes away. Block d11: concomitant devices: sheath: galt 4fr micropuncture 10cm. Terumo 10fr pinnacle 10cm. Wires: boston amplatz 035 180cm. Boston bentson 035 180cm. Balloons/cath: bard atlas 16x40. Bard atlas 18x60. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person. H3 other text : placeholder.

Manufacturer narrative:
Internal reference: (B)(4). No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Device was discarded at the customer site and not returned to manufacturer for analysis. This "blank" is not an omission. The physician's name is unknown at this time. Device was discarded at the customer site and not returned to manufacturer for analysis. This "blank" is not an omission. With no lot or serial number a device manufacture date is not available. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported, the manufacturer's diagnostic imaging device had been used during a procedure where the patient expired. This adverse event is being submitted because the manufacturer's device was reportedly used during a procedure where the patient expired.